Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold measurements. Additionally, the right ventricular (rv) lead exhibited decreased sensing. The patient was not pacemaker dependent. An invasive procedure was performed. The leads were observed to have no slack and were noted to have pulled back and become taut. The leads were explanted and replaced. No additional adverse patient effects were reported.